Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2019. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70 serial number: (B)(6) batch/lot number: 20075988 model/catalog description: coveredge 32 surgical lead kit 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) system. The patient underwent an scs system explant procedure.